Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by customer that dl PICC kits where the wire comes out of the top part (rubber piece) - on the red port at the top where the wire comes out, when flush saline is leaking out of the top. When draw back our blood return, air is coming into our syringes. This was reported to me this morning and I had them open a kit and show me. When flush, saline just leaks out of the top of that rubber piece.